Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute integrity drug eluting stent to treat a severely tortuous and calcified lesion, located in the circumflex artery, exhibiting 85% stenosis. There were no abnormalities in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that the stent could not pass through the lesion and stent deformation occurred. The device was removed from the patient and the procedure was completed using a non-medtronic device. It was reported that the event was due to use of the device in difficult lesion morphology. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
Evaluation summary: the device returned with sheath and stylette in place. The stent was positioned on the balloon between the marker bands as per specifications. There was no deformation evident to the stent wraps and stent struts. Kinks were evident on the transitional tubing immediately proximal to the guidewire entry port and on the hypotube 31cm proximal to the guidewire entry port respectively. No deformation was evident to the distal tip. Image review: the images capture a lesion site in the cx. Pre-dilation is evident with an unidentified balloon device. The deployment of an unidentified stent is visible from the images. The images however do not capture the attempted delivery, reported stent deformation in-vivo and subsequent withdrawal of the resolute integrity 3.0x18mm device. The deployed stent is then post dilated with an unidentified balloon device. The images also capture treatment of a lesion site in the obtuse marginal. If information is provided in the future, a supplemental report will be issued.